Event description:
It was reported that "white hand piece broke. Continue to use with just the wire piece. Difficult to use but no adverse outcome."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.